Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5084555. Product name: sal smooth rnd diap 350cc. It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices (sal smooth rnd diap 350cc date of implant (B)(6) 2004) has experienced autoimmune disorder .( list of symptoms include ¿extreme fatigue, memory loss, brain fog, photosensitivity, sound sensitivities, gi symptoms, hashimoto's thyroiditis diagnosed in 2009, daily muscle and joint aching, elevated liver enzymes, heart palpitations, anxiety, low libido, new food intolerances, restless legs, cold intolerance, brittle nails, irregular menstrual cycles, cold-like symptoms, numbness, and tingling in extremities.¿) this case was not confirmed by a healthcare professional. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for one of the two devices.